Event description:
It was reported that the target lesion was located in the distal renal artery with moderate calcification. The herculink elite stent was placed in the sheath with a 1.9f non-abbott microcatheter and encountered resistance during advancement where the sheath kinked. Some resistance was also noted upon removing the stent through the proximal end of the sheath. The herculink elite stent was retracted and replaced with a non-abbott stent. After removal, it was noted that herculink elite stent was partially deployed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cook 7fr. Inflation: boston. Guide cath: v14. Sheath: 7fr. Evaluation summary: the device was returned for analysis. The resistance with the introducer sheath was able to be confirmed. The premature deployment was unable to be confirmed however there was damage noted to the stent which is likely what was perceived as the deployment. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).